Event description:
This event is being reported based on a retrospective review following a change in reporting criteria for this nerve stimulator. The manufacturer has changed/improved the criteria following discussions held with the osb. The new reporting rationale states that regardless of outcome, if a user alleges failure to stimulate or intermittent stimulation, the event is reportable. A light emitting diode (led) on the unit advises the user when an electrical current was delivered stimulation can only be confirmed by the target nerve's physical reaction. If the user misinterprets an unlit led to mean the device is not stimulating, there is the potential for patient injury. The area sales manager reported that on (B)(6) 2011 commenting, "the probes would not work after one use" additional information and clarification about the event was requested and no further information was available. There was no allegation of patient involvement or injury. Testing could not confirm the reported event as the product was not returned for evaluation.

Manufacturer narrative:
Evaluation summary: there were three lot numbers involve din this incident (73015700, 73221100 and 70490200). The manufactured dates are as follows: 06/07/2011 for lot# 73221100, 04/25/2011 for lot#73015700 and 11/16/2012 for lot# 70490200. The customer did not save the products and they we rot returned for analysis, therefore, testing could not confirm the reported malfunction. A device history review of all lots showed there were no nonconformance reports written during the manufacturing process and an electronic control number (ecn) search showed no changes to the form fit or function within the 12 months prior to the lot manufacture date. There is no open or completed CAPA, or ineffective CAPA for the same product, failure mode, or mechanism at this time. There is no information to suggest that the customer followed the vari-stim iii nerve locator instructions for use (IFU), which indicates that a functionality test should be performed by touching the probe tip and needle electrode to confirm delivery of current and functionality of the led light at the tip of the probe prior to use. Also, due to variations in tissue impedance, and hence current delivered, activation of the led light may not always be achieved despite delivered current during surgery. The failure to perform a functionality test in combination with tissue impedance, which may cause the led light not to turn on, creates a potential for a false negative (failure to detect a nerve that is present). Method (s): analysis of labeling performed. Result (s): no results available since no evaluation performed. Conclusion (s): device not returned, no evaluation will be performed. Device discarded by user, unable to follow up. The vari-stim iii nerve stimulator is battery powered nerve locator with continuous output current adjustable to approximately 0.5 ma, 1.0 ma, and 2.0 ma. An attached single use, disposable subcutaneous needle electrode acts as a positive ground. During surgery, a lit led confirms delivery of current. If the led is not activated, the device can be tested by touching the probe tip to the needle electrode. This product was being used for treatment, not diagnosis. It is intended for the stimulation of exposed motor nerves or muscle tissue to locate and identify nerves and to test nerve excitability. If the system fails to perform as intended, (stimulate exposed motor nerves or muscle tissue) it presents the potential for temporary or permanent damage to the nerve that is present. The IFU directs the user to monitor the led to ensure an electrical circuit was achieved to prevent a false negative interpretation. However, there are many non-device related issues that can block a completed electrical circuit or inhibit a response: use of paralytic anesthesia agents; non-conductive/dry tissues, nerve fatigued by overstimulation. In addition, damage to the device or misuse can lead to a device malfunction. When such situations occur, the surgeon can falsely misinterpret the information as a negative, ie, that a nerve is not present when it really is present. When information suggests that the vari-stim had the potential to not stimulate, it is assumed that the failure was device-related and may have gone undetected. In the case, there is no information to suggest an event could not be interpreted falsely-the report is inconclusive as to the cause of field observation. Without return of the device, it cannot be determined whether or not it failed to meet specification. The relationship of the device to the reported incident is unclear. Nothing has been returned to the manufacturer for evaluation- neither the device in question, applicable imaging films, nor medical records. The report is inconclusive as to the cause of the reported product problem.